Manufacturer narrative:
Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal end of the balloon. This failure is likely due to factors encountered during the procedure, such as handling or manipulation during the preparation, initial set-up or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used for endoscopic papillary balloon dilatation (epbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ampulla of vater on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. No patient complications have been reported as a result of the event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.